Manufacturer narrative:
(B)(4).

Event description:
It was reported that device shocks for atrial fibrillation with rapid ventricular response were observed during follow-up in clinic. Device reached eri in (B)(6) 2015 and eol on (B)(6) 2015. The physician did not think the patient needed a replacement. Device was turned off.